Event description:
Same case as MDR ID: 2134265-2014-05393. It was reported that a guidewire detachment occurred. A rotablator rotational atherectomy system and rotawire ex support were selected to treat the lesion. Upon platforming, the physician attempted to adjust the rotational speed outside of the patient. It was noted that the rotawire detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).